Event description:
It was reported that the customer was hospitalized due to a hypoglycemic seizure. The customer's blood glucose reading was 308 mg/dl at the time of the report. The insulin pump alarmed button error after the customer was admitted to the hospital. The customer's nurse stated that prior to the event, the insulin pump delivered 80 units of insulin into the customer's body. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.